Event description:
During the surgical procedure, the blade from scalpel broke in half inside the patients knee. A larger incision needed to be made to remove the broken piece. The broken blade was removed in one piece and per protocol, an xray was taken to verify there was no product left behind. There was no harm to the patient or staff due to this broken scalpel blade. The surgeon stated that he had never seen this happen in 30 years.